Event description:
A malfunction alarm was reported, identified as code malf 16, customer's blood glucose level was 200 mg/dl. During troubleshooting with technical support, the alarm reoccurred. Customer reverted to using an alternate method of insulin therapy.